Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. There was no product was returned. Therefore no further investigation can be conducted. No corrective actions are required since the complaint could not be confirmed since no samples or pictures were received for evaluation. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the hub of the cannula pad peeled off the sticker which remained adhered to the skin. The customer noticed that the delivery set detached when using the restroom. No patient injury was reported.